Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor fractured while in the body. Customer¿s blood glucose level was 213 mg/dl. Customer reported that the sensor was still in the body and they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer reported that they received a calibration not accepted alert and change sensor alert. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found the sensor in full during analysis. Missing 1 needle.